Event description:
Upon taking a bottle of potassium chloride aqueous solution for use in the fresenious dialysis machine, the dialysis nurse noted that there was dark, filamentous particulate matter in the bottle. It and other bottles (some clear) were sent to the hospital laboratory for microscopic analysis. Under the scope, yeast/fungus was identified and the sample was sent for speciation. A call was made to the listed MFR and rptr was told that other hospitals have reported this to them, and that "this happens every ten years or so" and that it is not a problem because the "organism is too big to pass through the dialysis membrane."